Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining several erroneously high creatinine (cre) results generated from the au2703-02e clinical chemistry analyzer over the course of two (2) days; (B)(6) 2012. The erroneous results were reported out of the laboratory. The customer reported approximately one hundred and fifty (150) serum creatinine tests were repeated and revised lower after originally reported higher results. Most were above the reference range. This was about half of the creatinine tests run over the two (2) days on their au2700 analyzer. This report documents the results obtained on (B)(6) 2012. The customer did not supply patient data or results for this event. There were no reports of change to patient treatment attributed to this incident.

Manufacturer narrative:
All samples were serum samples collected in sst tubes and had lih test results; none were abnormal for lipemia, icterus or hemolysis. The instrument was running within acceptable limits for qc from (B)(4) 2012. A bec field service engineer (fse) was dispatched for this event. The fse reviewed calibrations and noticed a shift in creatinine calibration on (B)(4) 2012. The fse spoke to customer who stated that there was a calibrator lot change at that time and they may have forgotten to update the parameters in time. The fse inspected the hardware and performed precision and found no issues. A definitive root cause of the erroneous creatinine results is unknown to date. The instrument is performing within laboratory specifications. MDR 2050012-2012-01158 is also associated with this event, which documents the creatinine results obtained on (B)(6) 2012.